Manufacturer narrative:
It was reported that when the endotracheal tube was connected to the anesthesia machine, the air inside the endotracheal tube's balloon was lost. During insertion, it is unknown how much air was used to inflate the balloon of the endotracheal tube. Per report, no lubricant was used during insertion of the endotracheal tube and the tube was secured to the patient using tape. After it was noted that the endotracheal tube's balloon lost air, the patient was extubated and a new endotracheal tube was inserted. There was no serious injury reported related to this event. Due to the reported incident of the endotracheal tube's balloon losing air and the required re-intubation, this medwatch is being filed. The sample is available and had been returned for evaluation. The endotracheal tube was noted with a torn balloon. A definitive root cause for the reported issue could not be determined at this time. No additional information is available. If additional information becomes available, a supplemental medwatch will be filed.

Event description:
It was reported that when the endotracheal tube was connected to the anesthesia machine, air inside the endotracheal tube's balloon was lost. The patient was extubated and a new endotracheal tube was inserted.